Event description:
The customer reported that there was a red fluid leak of unknown volume from the probe on a coulter ac·t diff analyzer. The customer also reported that the level 3 quality control runs were not within specification. The operator was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/11/2015. The fse replaced the probe wipe, which repaired the leak. Controls had been compromised due to some of the leaking liquid falling into the control vials. The fse also replaced vl15 (lv15) as the baths were draining sluggishly. New control vials were warmed and processed with acceptable results. The repairs were verified per established service procedures. (B)(4).